Event description:
Edwards learned through the implant patient registry that a 29mm mitral bioprosthesis was explanted after an implant duration of 9 months due to unknown reasons. The explanted device was replaced with a 29mm model 6900p mitral valve. No other details were provided.

Manufacturer narrative:
It is unknown whether the device is available for return and evaluation. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable.